Manufacturer narrative:
Product event summary: image files and the patient data files were returned and analyzed. The returned images depicted voltage maps. Review of the log files showed time stamps and errors that were related to the procedure. In conclusion, the reported clinical issue of pericardial effusion occurred during the procedure and could not be assessed through device data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an acute drop in blood pressure occurred after two radiofrequency lesions on the cavo-tricuspid isthmus (cti) line. Pericardial effusion was detected on intracardiac echocardiography (ice) and the effusionincreased in size. There was difficulty advancing the coronary sinus (cs) catheter into the coronary sinus, with catheter buckling noted, and the cs catheter was subsequently withdrawn to allow placement of the ice catheter due to limited groin access. Pericardiocentesis was performed, and 120 cubic centimeter (cc) of blood were drawn. The procedure was aborted after transseptal device usage, and the patient was under general anesthesia. The patient was admitted for extended hospitalization to monitor the effusion. No further patient complications have been reported as a result of this event.